Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 08/19/2020, belt 05/28/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on the afternoon of (B)(6) 2021. It was reported that the patient was treated multiple times. Hospital staff removed the lifevest after the treatments and prior to the patient's passing. Per clinical review of the continuous ECG recording, the device was started up at 20:25:44 on (B)(6) 2021. The patient was in sinus rhythm from 45 to 70 bpm until vt at 200 bpm began at 08:23:03 (B)(6) 2021. The patient received an appropriate treatment at 08:23:53 while in vf. The treatment converted the vf arrhythmia to sinus bradycardia at 20 bpm with motion artifact. The patient's rhythm transitioned to vt at 190 bpm at 08:26:36. The patient received a second appropriate treatment during vf at 08:27:41. The patient's post-shock rhythm was asystole for 10 seconds before transitioning to sinus bradycardia at 20 bpm. The patient's rhythm was sinus tachycardia at 120 bpm at 08:30:40, before transitioning to vt at 180 bpm at 08:32:01. The lifevest detected the vt arrhythmia at 08:32:14. The patient's rhythm transitioned to vf which slowed to a fundamental frequency below the physician prescribed rate threshold, preventing the lifevest from delivering a treatment. The patient's rhythm transitioned to asystole with occasional cardiac activity at 08:33:54. The patient was in asystole with motion artifact when their rhythm transitioned to an idioventricular rhythm at 10 bpm with CPR/motion artifact at 08:34:39. The patient received an inappropriate treatment at 08:35:44 during sinus bradycardia at 20 bpm with CPR/motion artifact. CPR/motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm with CPR/motion artifact. The patient's rhythm transitioned to asystole at 08:36:54. The patient was in asystole with CPR/motion artifact until the electrode belt disconnection at 08:37:11. The patient passed away in the hospital on the afternoon of (B)(6) 2021 while not wearing the lifevest.